Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -6.50/1.5/088 became damaged while loading. Reportedly, "no patient contact." A replacement lens was implanted into the patient's right eye (od).

Manufacturer narrative:
A4-a6:unk. H6: work order search found one similar complaints within associated lots: claim# (B)(4). Claim# (B)(4).